Manufacturer narrative:
Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Claim letter and medical records received. Claim letter alleges pain due to hip dislocation. After review of medical records for MDR reportability, it was stated that the patient's hip dislocated and was put back on using closed reduction. Clinical visits reported of left hip dislocation, paralyzing pain and walking in limp. Doi: (B)(6) 2017; doe: (B)(6) 2017; no revision; left hip. Linked to (B)(4) (right) and (B)(4) (first revision).